Event description:
It was reported that during the farapulse pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that faradrive was inserted over the wire into the left atrium. After the dilator was removed, the sheath was aspirated using a syringe. Upon insertion of the farawave catheter into the faradrive, the sheath was aspirated again with the syringe, and air entered the faradrive during aspiration. Guidewire was at the tip of the farawave when farawave was inserted into the sheath. No sheath leak nor air in patient was seen. Pressure bag was used for irrigation. The procedure was completed using alternate device. No patient complications were noticed. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the farapulse pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that faradrive was inserted over the wire into the left atrium. After the dilator was removed, the sheath was aspirated using a syringe. Upon insertion of the farawave catheter into the faradrive, the sheath was aspirated again with the syringe, and air entered the faradrive during aspiration. Guidewire was at the tip of the farawave when farawave was inserted into the sheath. No sheath leak nor air in patient was seen. Pressure bag was used for irrigation. The procedure was completed using alternate device. No patient complications were noticed. The product was received for analysis.